Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised. Patient reported that he stood up from a sitting position and felt a pop in his hip and pain in his groin and thigh when weight bearing. Pre-revision x-rays revealed that the head disassociated from the stem, and the surgeon reported a concern for liner wear. Intra-operatively, black tissue was noted in the patient and trunnion wear was very evident. Rep provided pre-revision x-rays, an exam note, and explant pictures. Patient was revised to a restoration modular stem construct, ceramic head, poly liner, and 4 sets of cables.